Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes have been overfilling. No serious injury or medical intervention was reported. Verbatim:"material no. 363083. Batch no. 8345991 . It was reported the tubes have been overfilling all morning. It was reported the tubes have been overfilling all morning. The patients are being redraw, it is unsure how many patients this occurred with. Credit or replacement is unknown at this time as well. Please include jluca1@hfhs.org on communications additional information received from cardinal health: "these tubes are overfilling. Virtually all of the hfhs inventory is impacted and the overfilling issue interferes with patient test results. Ref# 363083. Lot# 8345991. Exp: 2019-08-31"".

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8345991. Medical device expiration date: 2019-08-31. Device manufacture date: 2018-12-11. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes have been overfilling. No serious injury or medical intervention was reported. Verbatim:"material no. 363083 batch no. 8345991. It was reported the tubes have been overfilling all morning. It was reported the tubes have been overfilling all morning. The patients are being redraw, it is unsure how many patients this occurred with. Credit or replacement is unknown at this time as well. Please include (B)(4) on communications. Additional information received from cardinal health: "these tubes are overfilling. Virtually all of the (B)(4) inventory is impacted and the overfilling issue interferes with patient test results. Ref# 363083, lot# 8345991, exp: 2019-08-31."